Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was exposed to moisture and was not working. The customer¿s blood glucose was unknown. The customer fell into the pool with the insulin pump on and the insulin pump was not working. Customer reported that there was fluid under the display. The customer was advised to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.